Event description:
No left or right side output drive pressure from console with foot pump in vertical position. Problem was found during clinical inservicing by company representative. No pt was involved.